Event description:
It was reported that during use foreign matter was discovered in syringe tip with a bd syringe 20ml. The following information was provided by the initial reporter: there is foreign material in the syringe (looks like syringe tip)

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-04-29 h.6. Investigation summary sbdm inspected 30 pcs of house sample from lots 1909053, 1909194 and 1910303, no abnormality observed. DHR review: sbdm received the manufacturing record of lot 1910303, no abnormality observed. Sbdm review the customer complaint record, there is no same issue of the same product from other customer.1 sample was returned to sbdm. Ir analysis shows the fm is the same material as barrel. From investigations of syringe assembly process, the likely cause of the fm between the stopper and barrel was occurred while the syringe was assembled in a syringe assembly machine. The fm, which is a broken tip of barrel occurred in the 20ml barrel supply process. When the barrel was supplied in the supply chamber the tip was stocked in the conveyor and was broken. The broken tip of barrel was got into the barrel in the chamber and the barrel with broken tip was supplied into the assembly machine. The inspector could not find the fm on the stopper and it caused the complaint case. Sbdm has in house CAPA(B)(4) in place to monitor defect. H3 other text : see h.10.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as greater asia is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use foreign matter was discovered in syringe tip with a bd syringe 20ml. The following information was provided by the initial reporter: there is foreign material in the syringe (looks like syringe tip).